Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with all results obtained. The expected fasting blood glucose test result range is 100-120mg/dl. The customer feels well and did not report symptoms. Medical attention is reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 10/30/2019 and open vial date is (B)(6) 2018. The meter memory was reviewed for previous test result history: (time not stored correctly). (B)(6). The customer is calling because he feels that the results she is getting from the meter are reading high. The customer stated that she is not experiencing any symptoms regarding her diabetes and does not need to seek any medical attention.